Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for analysis. Part/lot/sn were not provided. Engineering eval by ad, (B)(6) 2017. The glenoid disassembly reported in experience (B)(6) was likely the result of inadequate exposure of the joint, leading to seating difficulty and the implant being left proud, which allowed for the polyethylene to disengage from the cage of the glenoid upon reduction of the humeral head. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues. When trying to reduce the humeral head, the plastic disengaged from the cage of the glenoid. All parts were accounted for. An investigation was conducted: the glenoid disassembly reported was likely the result of inadequate exposure of the joint, leading to seating difficulty and the implant being left proud, which allowed for the polyethylene to disengage from the cage of the glenoid upon reduction of the humeral head.

Event description:
It was reported from the us that during an orthopedic shoulder surgery the surgeon experienced an issue with glenoid cage. The surgeon attempted to insert the posterior augment cage glenoid, but could not get it seated. Continual impaction without success and left the implant sitting proud. When trying to reduce the humeral head, the plastic disengaged from the cage of the glenoid. There was a delay to surgery due to the issue with no effect to the patient. All pieces of the device were accounted for. Nothing was left in the wound site. The staff used another glenoid cage. Patient was doing well at the end of the surgery. The device was not received for analysis. Parts and lot/sn were not provided. Patient demographic information not provided. Inactive agency with no hospital/other contact information for the event. No additional information.